Event description:
It was reported that during an unk procedure, there was a solid tone heard coming from the device. The device would not pass the self-test. The titanium tip broke during the procedure, the broken part did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.